Event description:
In 2007, the patient was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. It was reported that when the trunk-ipsilateral leg component was deployed, the leading tip of the catheter broke off inside of the patient. A snare was used to retrieve 100% of the catheter. The pxt231414 trunk-ipsilateral catheter was examined. The distal olive likely caught on the 18fr gore introducer sheath, and the applied tensile force caused a failure of the guidewire lumen junction and separation of the pebax lumen. The reported device remains implanted in the patient, the rest of the procedure went without incident.

Manufacturer narrative:
Lot # and expiration date are not known. Device manufacture date is not known. A review of the manufacturing paperwork could not be conducted as the lot number is not known. The distal olive likely caught on the introducer sheath and the applied tensile force caused a failure of the guidewire lumen junction and separation of the pebax lumen. This event was previously reported in medwatch #2017233-2007-00303.